Manufacturer narrative:
Received one used silicone flat drain with the original unit packaging. Per visual evaluation, it was noted that the clear tube was separated from the flat drain (white part). A good molding was observed and no pieces of the drain appeared to be missing. Both the drain and the tubing were returned for evaluation. Per dimensional evaluation, the dimensions of the clear tube was measured and the results are as follows: diameter x = 0.1939¿ diameter y = 0.1859¿ average xy = 0.1899¿ (B)(4). The external diameter of the clear tube is within specifications. The reported event is confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instruction for use states the following precautions: ¿to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the clear tube disconnected from the port of the drain (white part). The disconnect occurred before it was placed in the patient. A new drain was utilized in the patient.